Event description:
It was reported that the legs of a cot folded when the cot was pulled over a bump. No adverse consequence alleged.

Manufacturer narrative:
A international distributor examined the cot and found it to be operating according to specifications.